Event description:
A surgeon reported that during a surgical procedure, he noted that this viscoelastic was not as easy to remove due to it being thinner in consistency. He stated that it sticks to the endothelium more. The surgeon noted that he had a pt with an elevated intraocular pressure due to retained viscoelastic. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).